Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 471 mg/dl at the time of incident. Customer treated with insulin pump. The customer report alarm such as the main arm cannot communicate with the motor arm alarm and software error detected alarm and customer was able to clear and rewind the alarm. The self test was performed and passed. Troubleshooting was performed. The product will not be returned for analysis.